Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an unexpected self-test was unable to be confirmed. No log files were submitted for review, nor was the system controller, serial number: (B)(6), returned for analysis. Multiple good faith effort (gfe) attempts were sent to acquire more information regarding the root cause of the reported event, if any log files were available, and if any equipment was exchanged to resolve the issue; however, no response was received. The root cause for the reported event was unable to be determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ addresses system controller self testing. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller randomly went off and did its own self-test. There were no other alarms. The site reached out to the engineer, and they were instructed to try and perform a self-test. If there were no further alarms, then the system controller should be functioning as intended. The customer was unsure what alarms occurred.